Event description:
It was reported to vyaire medical that the 3100a ventilator has map (mean airway pressure) is reading 13cmh20. System is not pressurized, stopper is not in the circuit. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite, tested the unit and confirmed that the map would not go lower than 10 when the unit was not pressurized. After the analyzer was connected the unit would automatically pressurize.the fsr checked the psi on all pressure regulators and found that the pr2 was high and the pr6 was not reading on the mean pressure regulator. After it was adjusted down to 135cmh20 the issue was resolved. 2k preventive maintenance was performed. The fsr calibrated the airway pressure transducer,ddi (dynamic displacement indicator) and pneumatics. Performance check was done and the unit passed all tests and runs to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.